Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, iol missing a haptic. Implanted/explanted same day. Procedure completed on the same day.additional information was received as there was no patient harm to patient.

Manufacturer narrative:
A sample device was not available for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).